Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) may be experiencing premature battery depletion. The physician has elected to monitor device battery status elective replacement is reached.